Event description:
It was reported that restenosis occurred. On (B)(6) 2018, three synergy drug eluting stents were placed at the proximal to mid left anterior descending (lad). On (B)(6) 2021, angiography revealed the mid lad had 100% in-stent restenosis (isr) of the previously deployed synergy drug eluting stents which was treated with atherectomy and percutaneous transluminal coronary angioplasty (ptca). On (B)(6) 2022, the subject presented with unstable angina and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours), at the time of index procedure. Angiography revealed 90% isr of the previously deployed synergy drug eluting stents. The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter of 3.1 mm. The target lesion was predilated using a 3.00 mm x 15 mm non-boston scientific balloon and laser atherectomy resulting in 0% residual stenosis with timi flow of 3. Following pre-dilation, the lesion was successfully treated with a 3.00 mm x 20 mm nc emerge study device, with 0% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel. It was further reported that the subject presented to the hospital for follow up for cardiac history on (B)(6) 2023. The subject complained of daily chest pain for several months and described the chest pain as a heavy chest pressure that progressed to pain and dizziness, with near loss of vision. During past episodes, the symptoms were resolved with nitroglycerin. The subject was recommended for a left heart catheterization which was planned for a later date. On (B)(6) 2023, the subject presented to the hospital for the diagnostic coronary angiography. The 99% stenosis at the 1st diagonal was successfully treated using a 2.00 mm x 12 mm non-boston scientific balloon, a 2.50 mm x 12 mm non-boston scientific balloon and a 2.00 mm x 10 mm wolverine monorail cutting balloon.

Event description:
It was reported that restenosis occurred. On (B)(6), 2018, three synergy drug eluting stents were placed at the proximal to mid left anterior descending (lad). On (B)(6) 2021, angiography revealed the mid lad had 100% in-stent restenosis (isr) of the previously deployed synergy drug eluting stents which was treated with atherectomy and percutaneous transluminal coronary angioplasty (ptca). On (B)(6), 2022, the subject presented with unstable angina and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours), at the time of index procedure. Angiography revealed 90% isr of the previously deployed synergy drug eluting stents. The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter of 3.1 mm. The target lesion was predilated using a 3.00 mm x 15 mm non-boston scientific balloon and laser atherectomy resulting in 0% residual stenosis with timi flow of 3. Following pre-dilation, the lesion was successfully treated with a 3.00 mm x 20 mm nc emerge study device, with 0% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel.